Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was disconnected from the ilet pump and later could not load a new cartridge due to a foreign object jammed near the push rod, preventing attachment of the cartridge; the user attempted removal with tools without success, and a replacement ilet was issued with instructions to use backup therapy and return the original device. Symptoms included hyperglycemia with a reported peak blood glucose of 389 mg/dl. Outcomes included transient elevated glucose outside target for approximately two hours, self-correction using a manual insulin injection, no ketone testing, and no medical intervention. Investigation included remote troubleshooting and user education, review of pump handling steps, and replacement logistics. Investigation of this case revealed a suspected mechanical obstruction within the cartridge housing consistent with an inability to attach or load the cartridge, associated with the cartridge interface component of the pump. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction related to the cartridge loading mechanism.